Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine implant, that this right ventricular (rv) lead was not able to advance or withdraw, and was suspected to be lodged within the tricuspid valve or chordae tendineae. The physician attempted to apply strong strength to remove it, but was unsuccessful. A different physician also attempted to remove the lead, but was unsuccessful. The lead was capped and abandoned (i.e., it remains implanted but is no longer in service). A different lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine implant, that this right ventricular (rv) lead was not able to advance or withdraw, and was suspected to be lodged within the tricuspid valve or chordae tendineae. The physician attempted to apply strong strength to remove it, but was unsuccessful. A different physician also attempted to remove the lead, but was unsuccessful. The lead was capped/abandoned. A different lead was implanted. No adverse patient effects were reported.